Manufacturer narrative:
Date of event: unknown. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: fpa; medical device type: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® push button blood collection set needle retracted halfway during use and got stuck "for about 15 seconds" before retracting completely. The following information was provided by the initial reporter: "safety device failure on ultratouch, 23ga, wingset, lot #8337600. The needle retracted only half way and then got stuck for about 15 seconds before it completely retracted."

Event description:
It was reported that the bd vacutainer® push button blood collection set needle retracted halfway during use and got stuck "for about 15 seconds" before retracting completely. The following information was provided by the initial reporter: "safety device failure on ultratouch, 23ga, wingset, lot #8337600. The needle retracted only half way and then got stuck for about 15 seconds before it completely retracted."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.